Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cracked at case and insulin pump was shut off. The customer¿s blood glucose level was 220 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.